Event description:
It was reported that there was a drug discrepancy at the refill procedures. The patient had under dose and withdrawal symptoms intermittently. However, the specific symptoms were not provided and no patient injuries were reported. The device was explanted. This device system was used to deliver fentanyl and bupivacaine.

Manufacturer narrative:
The pump was returned, no catheter was returned. Final analysis of the pump revealed no anomaly found. (B)(4).

Manufacturer narrative:
Product ID, 8731sc lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter product ID, 8578 lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: 2012 (B)(6), product type accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
The report date should remain (B)(6) 2013 as the aware date of the event. The previous reported date of (B)(6) 2013 was sent in error.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the pump and catheter were replaced on (B)(6) 2013. The catheter had kinked and corroded. The patient could also feel the pump vibrating under her skin. The healthcare provider (hcp) thought the pump was defective and the pump was subsequently replaced. It was thought the kink caused the medication to back up into the pump (patient was unsure if that was feasible). The pump was analyzed and determined to be fine. It was further stated the patient would be ok for 3-4 months after replacement. Since 2009, the patient experienced withdrawals and issues until the next revision and replacement. Then the patient would be ok for another 3-4 months and then the issue would repeat. It was unknown what drug the pump was used to deliver at the time of the event. At some point in 2013, the drug was switched back to dilaudid and bupivacaine. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The correct date of the report is (B)(6) 2013.